Event description:
Additional information was received indicating the right atrial lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, oversensing due to noise resulting in pacing inhibition was noted on the right atrial (ra) lead. The physician suspected fractured lead conductor, although it was not confirmed. Provocative testing was performed and the noise was unable to be reproduced. Replacement of the ra lead is anticipated to be performed to resolve the event. No intervention has been performed at this time. The patient was in stable condition.